Manufacturer narrative:
Device was received; however, the customer complaint could not be replicated. During the device evaluation, it was noticed that the drill was noisy. The motor was repaired for this issue. The device was returned to the user facility.

Event description:
It was reported that during a case, the drill was sitting on a stand and it started to run. It was not being used on the patient. The drill was removed from the sterile field and a back up was used. There was no delay or adverse consequences. No additional treatment was required for the patient, due to the incident.